Event description:
It was reported that an unspecified malfunction occurred. The date of event is an approximation. On (B)(6) 2026 the patient¿s cgm ¿stopped functioning¿ with no specific details on the cgm error that occurred. The patient¿s bg level increased to around 600 mg/dl. The patient was taken to the hospital where her cgm device and omnipod insulin pump were removed. The patient was treated with IV insulin and discharged after 4 days. The patient also reported having follow-up visits with her doctor and nutritionist. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 5/19/2026. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on 3/7/2026 at 5:40 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 10 ½ days and ended due to expiration on 3/18/2026. There were no bg calibrations attempted during the sensor session. On the day of the reported event (3/17/2026) the egvs were within the target range the entire day with no malfunctions recorded in the data. The root cause of the customer¿s experience was undetermined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)..